Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device would not power up. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating any power related issues. Device's history log for the event date was not available for review. Review of the battery log confirmed that the returned battery was not used in the event. After a complete evaluation, it was determined the device is functioning as intended. The device was recertified and returned to the customer. No trend is associated with reports of this type.